Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a concomitant pulse field ablation procedure, a farawave catheter was selected for use. Upon opening the package, there was a visible presence of cloudy dried substance on the catheter handle that raised sterility concerns among the tech scrubbed in for the case. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.